Event description:
It was reported that high pressure alarm going off in both pumps. They stated that they had just made a new milliliter tonight and they noticed that the pump worked fine initially but then alarmed after about 3 or 4 pumps. They did not find any kinks in their line or in the tubing. They changed the batteries in their pumps every monday. They switched to the other pump and the same thing happened. Advised them to try using brand new tubing. When they changed the tubing, the same thing occurred with the second pump after they changed the tubing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D1, d4 and g5 are unknown.